Event description:
Customer reportedly rec'd results of 54 mg/dl and 110 mg/dl within 10 mins on the aviva sys. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.